Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received eighteen inappropriate shocks for t-wave oversensing. As a result of the shocks, the device went to elective replacement indicator (eri) and a new device was implanted that has a sensing option that was used to get around the t-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.